Event description:
It was reported that a suture extrusion occurred causing an infection and partial wound dehiscence. The suture was used to close subcuticular layer. A single knot, interrupted technique was used. Patient was treated with anti-biotics. Re-suturing was required.